Manufacturer narrative:
Additional info b5: medtronic received additional information that troubleshooting information was provided to the customer from the clinical specialist. The following troubleshooting information was provided; add the 1.8 ml of water after the qc is at room temperature for proper reconstitution. Ii) rehydrate the qc for closer to 30 mins versus the 10 minute minimal as stated in our package insert. Customers get results further into the range with increased hydration time. Correction e1: updated the facility information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the quality control testing of a heptrac electronic and clottrac hr abnormal control, it was reported that the results recovered were below the range of 318 - 610 seconds. These were the following results: 294/300, 318/294, 294/288 and 300/288. The other instrument on site produced successful results on this lot. The staff did find a different lot of an abnormal quality control and both of the analyzers gave passing results. This lot of qc worked on the other instrument and the process for reconstitution was identical. The customer stated that they are concerned that the instrument was no functioning as it should. Although a different lot of qc worked on the instrument. The use of the device was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.